Event description:
Pt had IV in right hand which infiltrated while on IV pump. Pt evaluated and diagnosed with compartment syndrome. Pt underwent fasciotomy and carpal tunnel release. Pt discharged home 11/29/96 with 2+ radial pulse, (+) capillary refill and soft forearm compartments. Bioengineering evaluated IV pump. Pump had significant background hum and vibration on power-up, as well as problems with touch switch functions for start up test and infusion rate. Distal occusion alarm functioned consistently.